Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for side-pierced sleeve was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and functional testing and the issue of side-pierced sleeve was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode side-pierced sleeve. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer eclipse signal blood collection needle w/ integrated holder, the sleeve and needle were bent to the side. This occurred in six (6) devices. No adverse impact was reported regarding the patient or user.